Manufacturer narrative:
B5 describe event or problem, corrected data: initial report inadvertently left out relevant information. D9 device available for evaluation?, corrected data: initial report inadvertently marked no. H3 device evaluated by MFR? , corrected data: initial report inadvertently marked "not returned to MFR." H6 adverse event problem, corrected data: initial report inadvertently coded 'b17' for type of investigation

Event description:
The explanted products were received but product analysis is still underway.

Event description:
Product analysis was completed on the returned generator. The electrical tests performed in the pa lab found that the generator was at an ifi = no condition. The battery voltage was measured at 2.963 volts, and the memory locations on the generator indicated that 71.393% of the battery had been consumed. He downloaded data shows an indication of post explant increased impedance; change from 2216 ohms (from ¿time stamp impedance diagleadzhistory[1-15]¿ (10/25/2017)) to 21439 ohms (from ¿time stamp impedance diagleadzhistory[1-15]¿) estimated to have occurred on 10/27/2021 (explant date 10/26/2021) there were no performance, or any other type of adverse condition found with the pulse generator.

Event description:
Product analysis was completed on the lead. Note that since a portion of the lead including the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. The outer silicone tubing is abraded at the lead body. The lead coils (as-received) are protruding out from the outer tubing (still within their inner tubing) at this location forming a loop.the lead assembly has dried remnants of what appear to have once been body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the cut end of the returned lead portion. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.

Event description:
During a battery replacement, high impedance was seen and the patient underwent a full revision. The impedance value was within normal limits during pre-op but once the new generator was implanted, high impedance was seen. The lead was assessed to be fully inserted and then the lead was visually inspected and the surgeon noticed a pinpoint hole in the silicone. The surgeon decided to move forward with replacing the lead and once replaced, the impedance was within normal limits. The explanted products have not been received by product analysis to date.